Event description:
According to the reporter: the hospital has noted an increased number of patients suffering from wound necrosis/ulceration at the site of the staple. The ulcers are full thickness and isolated to the site of the staples. In addition, on two recent occasions, part of the broken staples have been found in the ulcers. One (1) x broken staple sample is available for review along with photographs of necrotic staple sites. The ulcer was excised as a corrective action taken relevant to the care of the patient.

Manufacturer narrative:
(B)(4).